Event description:
The following info was reported: two balloon ruptures during pull back. The pt was not hospitalized. Unk whether it was intervention or diagnosis. The product was discarded at the hospital. The date of the event is unk. Procedure type: peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. In addition, it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR # 3004939290-2014-00994 for the second device.